Manufacturer narrative:
Customer complaint could not be duplicated.

Event description:
During a cataract extraction procedure, this phacoemulsification handpiece would not aspirate. Another handpiece was used to complete the procedure.